Event description:
It reported neither stimulator was removed due to normal battery life. It was noted one was swollen and the other caused the pain on a nerve (has had so many problems). The patient was unsure which was which. It was noted the patient was in too much pain to think. It was noted that a broken lead/lead came loose. The patient notified the manufacturer representative when they met to program. It was noted the next day the patient spoke with the manufacturer representative to turn stimulator off. It was noted throughout the call the patient referred to these leads as not being in place, broken and a few different ways. The patient mentioned the lead being out of place and may be causing increased urination.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient. Product ID 3095-10, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID 3889-33, lot# v012900, implanted: 2006-(B)(6), product type lead, product ID 3889-33, lot# v012900, implanted: 2006-(B)(6), product type lead. (B)(4).